Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011; d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2011. (B)(4).